Event description:
Dorsal nail plate (dnpr) cracked prior to a surgery int he process of threading a peg into one of the peg holes on the plate. A replacement dnpr was available in the set at the facility and was utilized. The surgery was successfully completed with minimal delay and no harm was caused to the pt as a result of the failure.

Manufacturer narrative:
Eval: device could not be evaluated because it was not returned. No conclusion can be drawn as to cause of failure.